Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('surgery') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. In 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), endometrial ablation ('ablation') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. In 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, oophorectomy and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal coding review the event "perforation" was reworded as "perforation nos" to better fit the event description. Event "surgery" was updated to "medical device removal" as reported on source document. Added event "oophorectomy" reported in source in document. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), endometrial ablation ('ablation') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. In 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, oophorectomy and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.